Event description:
It was reported that the patient experienced a cerebral vascular accident. On (B)(6) 2012 a left atrial appendage (laa) closure procedure was performed. A watchman access system (was) was positioned and a watchman laa closure device & delivery system (wds) were used. The procedure was successful and the closure device was implanted in the laa of the patient. The patient subsequently stopped taking oral anticoagulant at some point during follow up. On (B)(6) 2020 the patient presented to a hospital with stroke like symptoms and cerebrovascular accident was confirmed. Additionally, transesophageal echocardiography (tee) revealed a peri-device leak greater than 5mm. A coiling procedure was performed on (B)(6) 2020. The physician felt the leak was closed and no residual peri-device flow was noted on tee.